Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during an endoscopic biliary tract stent deployment procedure performed on (B)(6) 2013. According to the complainant, during stent deployment, resistance was encountered when the physician was withdrawing the inner catheter to release the stent thus, the device was not deployed. At the same time, they also noticed that the suture was going to tear off. The physician removed the device from the endoscope and was able to deploy the stent outside the patient. It was confirmed no other issues were noted to the stent or delivery system. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; push catheter broke.

Manufacturer narrative:
(B)(4) for the event revealed by the investigation of push catheter broke. Investigation found out that the pull wire had torn through the push catheter at the proximal end near locking mechanism, tearing the push catheter. The push catheter was also accordioned in the same location and was bent and kinked near the distal end. The pull wire was stuck within the push catheter and was bent approximately 6 cm from the locking mechanism. The noted damage is likely due to procedural or anatomical factors encountered during the procedure such tortuous anatomy or maneuvering of the device which limited the device performance. Therefore the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.